Event description:
It was reported that the ¿ceramic plate is broken¿. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis found that one of the ceramic plates is broken. The broken fragment has not been returned. However, no event was reported and this file is a standard repair request. The instrument has been returned with the provided protection holder. The breakage is probably due to a shock during reprocessing or use. (B)(4).